Event description:
Add'l info rec'd from MFR 4/1/2004: a more complete description of the event is that the physician attempted arteriotomy closure with the perclose at device following an iliac dilatation and stenting. The needle plunger was retrieved and it was noted that a cuff miss had occurred. Closure was achieved by compression. Protamine was administered to the pt. No other pt info is available. Following receipt of the FDA letter, the above info was confirmed via a telephone conversation with the o.r. Nurse that is the vascular team leader and was the initial reporter of the event. It was confirmed during the conversation that the device experienced a cuff miss and that no pieces of the device remained in the pt. Failure analysis of the device could not be performed, as the device was not returned for evaluation. The lot number was provided. The device history record was reviewed and no deviations were found relevant to this investigation. A review of product surveillance files revealed another complaint of this nature was reported for this lot number. MFR is not able to establish a root cause based on the available info. Abbott laboratories was made aware of the event in 2004. This event did not meet reporting criteria, as medical opinion is that the reported incident would not cause a serious injury. During a cuff miss, the suture remains within the body of the device. In the history of the suture closure devices with this technology, there has not been a cuff miss event where pieces of the device remained in the pt's body. There has not been an increase trend related to no suture retrieval for the perclose at device. MFR has confirmed with the initial reporter that the physician was trained on the device. The rep will follow up with the physician. Cuff misses do not meet retraining criteria, as surgical intervention has not been required histroically. There have been no adverse events due to a cuff miss.

Event description:
Pt in for right common iliac dilatation and stenting, left external iliac dilatation. The perclose device was fired in the usual manner, then the device was removed. The baffle replaced through its orginal closed position and the perclose removed from the artery. There were no strips present on the device when it was removed. Failure of perclose device. Pressure applied manually additionally 30 mins.